Event description:
It was reported that pump displayed malfunction alert code with fault ID and could not be turned off, and caller had not experienced any notable events prior to issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump with updated software. Customer will use multiple daily injections as backup therapy.